Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt on (B)(6) 2012 for administration of a clinical trial drug. According to report from clinical trial organizer the pt showed an elevated level of white blood cells in cerebrospinal fluid in (B)(6) 2013. Pt was hospitalized for observation and treated with vancomycin and ceftriaxon. Device was explanted surgically in (B)(6) 2013. No permanent adverse effects to pt reported. At this time there is no other info from other sources to suggest that the presumed infection reported would be caused by the product listed (device was implanted for 7 months before infection-like symptoms were reported).

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.